Event description:
Bilateral placement of essure micro inserts performed without difficulty. The patient tolerated the procedure well and was discharged home. Three days after the procedure, however, she began to experience generalized pruritus and intermittent nausea. She reported no visible rash. She had not had similar symptoms in the past. The patient was seen by her physician and given generalized pruritus, she was referred to an allergy specialist. She denied having any allergies or prior skin reactions to jewelry, watch straps, or belts. On further questioning, however, she did recall that she began to itch when she wore a halter top that had a metallic wire around the neck. The patient underwent skin patch testing for allergens and was found to have hypersensitivity to nickel and nitinol (a nickel-titanium alloy). The decision was made to remove the essure microinserts. She underwent hysteroscopic removal without difficulty 8 days after the initial procedure, and her symptoms improved after removal.

Manufacturer narrative:
IFU contraindication: the essure system should not be used in any patient with known hypersensitivity to nickel confirmed by skin test. IFU warning: patients with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).